Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis. Reportedly, the customer was unsure of the cause of the bg level, but believed the bg level was pump related. The customer delivered a bolus via the pump attempt to address bg level. The customer was treated with insulin drip at the hospital. Reportedly, when the site was removed from the customer in the hospital, the customer did not remember if there was damage to the cannula. The customer sated that the cannula may have been bent due to the position of the site on the body; however, the customer was unsure. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.